Manufacturer narrative:
The insulin pump received with intermittent button response due to moisture damage on keypad traces. No scrolling numbers display anomaly noted. The insulin pump was received with minor scratches on display window, cracked display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the numbers on her insulin pump kept scrolling up by themselves. Customer stated that this occurred during bolus. Customer's current blood glucose reading is 127 mg/dl. No further information reported.